Event description:
It was reported that telemetry monitoring was lost on nine pts. The loss of monitoring was noticed immediately. There was no serious injury or death associated with this event, nor was medical intervention required. A review of the log files showed multiple events with the longest duration lasting 20 minutes. The user rebooted the system and telemetry monitoring was restored. Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed.